Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by vomiting (three days prior to peritonitis diagnosis). The breach in aseptic technique was not further described. The same day as the peritonitis diagnosis, the patient was hospitalized for the peritonitis event. Two days later the patient began treatment with caspofugin injection (50mg, once a day, ongoing) and flucytosine tablet (500mg, once a day, oral, ongoing) for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.